Event description:
Account manager reported customer loaded plate (ID# bk0151) onto ortho summit processor and realized they had loaded the incorrect plate onto this osp. Customer reached into the osp and physically removed plate ID# bk0151 and replaced it with plate ID# bk0166. Osp continued to process as plate ID# bk0151. Plate was aborted due to a wash error and no sample results were reported. No death or serious injury was associated with this incident.